Event description:
It was reported that customer has unexplained high blood glucose levels. Customer's blood glucose is 221 mg/dl. He feels nausea. He has not treated yet. In troubleshooting, the drive support cap appeared normal. There was large air bubble in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Troubleshooting could not be completed due to a lack of tubing clamps. Customer was advised to change his entire set and call back when he has tubing clamps to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.